Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped in half while being primed. The following information was provided by the initial reporter: "IV tubing snapped in half while being primed. Tubing is available to return. No patient harm occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21109037. D4: medical device expiration date: 2024-oct-05. H4: device manufacture date: 2021-oct-05. H6: investigation summary: the customer reported the tubing snapped in half, and returned one used sample of material #2426-0007. The sample was clearly separated at the lower fitment of the pumping segment. The silicon has evidence of the ring retainer being attached, and the ring retainer was also returned. All components passed dimensional analysis. Since the components were dimensionally sound, and the ring retainer was assembled correctly, the root cause is traced to the user. We strongly recommend loading the pump segment top first and doing so carefully. The lot number is officially unknown, but the potential lot number was found from the smart site ID. A device history record review for model 2426-0007 lot number 21109037 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 06oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped in half while being primed. The following information was provided by the initial reporter: "IV tubing snapped in half while being primed. Tubing is available to return. No patient harm occurred."